Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units touch screen malfunctioned. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the touch screen assy. Fse then tested and calibrated the device and iabp was then released for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details.the failure analysis and testing dept. Received touch screen with a reported unit failure of the touchscreen malfunctioning. The fat performed a visual inspection and found the part to be in good condition. The fat installed the touchscreen in cardiosave test fixture and tested the part to factory specifications. The touchscreen image came up but was unresponsive to any input. Fat verified the malfunctioning screen but no root cause defined.the supplier is unable to test this part. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) touch screen malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.